Event description:
Coaxial programmable biopsy system utilized for liver organ biopsy. Upon partial pull-back of the device to expose the specimen; the device ejected through a plastic protective cup and into the operator's finger. The device's "spring-action" appeared to be difficult to release.